Manufacturer narrative:
Pr#: (B)(4). As follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator failed to shock during patient use . There was no reported negative patient impact.